Manufacturer narrative:
Additional information: g1 plant investigation: no parts were returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reported that an alarm would occur "at times" on a home hemodialysis (hd) machine, and the machine would shut off towards the end of treatment causing blood loss. The patient stated the blood would dry while they tried to figure out the alarm problem. Additional information was not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported that an alarm would occur "at times" on a home hemodialysis (hd) machine, and the machine would shut off towards the end of treatment causing blood loss. The patient stated the blood would dry while they tried to figure out the alarm problem. Additional information was not provided.